Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an exploratory thoracotomy on the fourth fire the device locked out. The reverse button was tried, and it did not reverse the blade. The manual over ride was tried and it did not reverse the blade. The surgeon clamped both sides of the cutter and cut the device out. Then he over sewed to complete the procedure with no patient consequences reported.